Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: universal stem 115x16 mm fluted; unknown knee tibial tray; universal fem slv ful por 34 mm; tc3 rp tibial insert s4,15.0; pfc sigma tc3 fem rt sz4; unknown knee patella.

Event description:
It was reported that stem has migrated anterior and medially. Doi: (B)(6) 2015. Dor: (B)(6) 2018; right knee.